Manufacturer narrative:
An evaluation of the suspect device revealed the instrument was properly manufactured and released in accordance with design specifications. The raw material tested to (B)(4) both meeting print requirements. A review of the device history records revealed the instruments were manufactured in june 2011 to (B)(4).previous verification data determined when the instrument is properly manufactured and the surgical technique utilized this type of event will not occur.

Event description:
When tightening the adjustable bridge, the tip of the instrument fractured and broke off. The detached fragment remains entrapped within the set screw of the implanted bridge.

Manufacturer narrative:
No evaluation possible at this time. The suspect device has not been returned by the user facility. Upon receipt an investigation will be conducted and a follow up submission will be provided. A review of the device history records revealed no anomalies. The instrument was properly manufactured and released in accordance with design specifications. The bridge driver ((B)(4)) is design to be used in conjunction with the 40 in-lbs torque handle which delivers the proper amount of torque to the set screws within the zodiac adjustable bridge. Once 40 in-lbs of torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered. (B)(4); adjustable bridge driver verification testing found that an average of 90 in-lbs of torque was required to reproduce this type of failure. The test established when the instrument is used as intended the tip of the bridge driver will not deform and/or fracture.